Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a f/u supplemental report will be submitted.

Event description:
It was reported that the customer received occlusion alarms. The customer declined to provide blood glucose level. During system check with tandem technical support, it was determined that the cartridge should be changed.